Manufacturer narrative:
Sample not received. The reported issue was inconclusive. The root cause was not able to be isolated. It was noted that the nurse getting flow rate of 0.1lpm in an arctic sun device. New therapy with pads. Guided to system diagnostics showed that the system hours were 1255, pump hours were 1198, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 16 percentage, flow rate (fr) was 0.1lpm. Disconnected and reconnected using proper technique and flow rate (fr) dropped to 0. Stopped therapy, emptied and disconnected pads and placed in manual control. Inlet pressure (ip) was -6.9psi, circulation pump command (cpc) was 32 percentage, flow rate (fr) was 1lpm. Stopped therapy, emptied and disconnected pads and moved to a second device flow rate (fr) at 3.2lpm with this device. They would send the other device to biomed for further troubleshooting. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse getting flow rate of 0.1lpm in an arctic sun device. New therapy with pads. Guided to system diagnostics showed that the system hours were 1255, pump hours were 1198, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 16 percentage, flow rate (fr) was 0.1lpm. Disconnected and reconnected using proper technique and flow rate (fr) dropped to 0. Stopped therapy, emptied and disconnected pads and placed in manual control. Inlet pressure (ip) was -6.9psi, circulation pump command (cpc) was 32 percentage, flow rate (fr) was 1lpm. Stopped therapy, emptied and disconnected pads and moved to sn (B)(6). Flow rate (fr) at 3.2lpm with this device. They would send the other device to biomed for further troubleshooting.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse getting flow rate of 0.1lpm in an arctic sun device. New therapy with pads. Guided to system diagnostics showed that the system hours were 1255, pump hours were 1198, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 16 percentage, flow rate (fr) was 0.1lpm. Disconnected and reconnected using proper technique and flow rate (fr) dropped to 0. Stopped therapy, emptied and disconnected pads and placed in manual control. Inlet pressure (ip) was -6.9psi, circulation pump command (cpc) was 32 percentage, flow rate (fr) was 1lpm. Stopped therapy, emptied and disconnected pads and moved to sn (B)(6). Flow rate (fr) at 3.2lpm with this device. They would send the other device to biomed for further troubleshooting.